Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump was not auto-populating the blood glucose under the bolus screen. No further information was obtained, and there was no reported impact to blood glucose.